Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-02, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving dilaudid 2500mcg/ml at 502 mcg/day, clonidine 300mcg/ml at 60.02 mcg/day and bupivacaine 25mg/ml at 5.002 mg/day (also reported as morphine (concentration unknown) at 900mcg/day) via an implantable pump for spinal pain. It was also noted the hcp was trying to get the patient to morphine 5mg/day dosing. On (B)(6) 2016, the patient experienced increased pain and a loss of therapy. The week before (B)(6) 2016 ((B)(6) 2016), the hcp tried to aspirate the catheter access port (cap) and was only able to aspirate 0.5ml over a 15 minute duration. The hcp was not able to fully aspirate the catheter. On (B)(6) 2016, the physician revised the catheter. The physician tried again to aspirate from the cap and could not get anything back while in the operating room (or). The physician then went to the connection site of the pump segment and the spinal segment and disconnected. The spinal segment was replaced with a portion of a spinal segment from an 8780. The existing pump segment was not adjusted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a catheter failure that resulted in pain, withdrawal, hospitalization, and a catheter revision surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.